Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check. Upon interrogation, the right atrial lead exhibited noise noted on auto mode switch episodes. The noise could not be reproduced. All other electrical parameters were stable. No device intervention was performed. Patient was stable and will continue to be monitored.